Event description:
It was reported by the customer that a pyxis medstation es system new patients are not crossing over to the pyxis. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new patients are not crossing over to the pyxis. A technical support specialist confirmed with the customer that issue was resolve. The system functioned as intended after the technical support service troubleshooted the device.